Event description:
It was reported that, during a (B)(6), when booting the system, there was an error (error code 40000000000). After several attempts of rebooting the system, the error did not resolved. The charging light of ups battery was green when/during the problem occurred. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the siu, comp cart, navio, part number 220025, s/n (B)(6), intended for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was not confirmed with a functional evaluation. The siu was tested and did not display the error 40000000000. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the navio handpiece, which may have caused the "40000000000 error" by drawing an excess amount of current. The "40000000000 error" can be removed by power cycling the siu. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.